Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in inappropriate antitachycardia pacing and inappropriate shock. It was suspected that the lead was fractured. On (B)(6) 2018, the lead was explanted and replaced. No further information available regarding patient condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.